Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that a laser vision correction patient had lasik enhancement procedure surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial ingrowth in the left eye. The ingrowth was removed without any complications. The patient¿s comments were of itchy, blurred vision, and pressure. It was stated that the patient experienced loss of best corrected visual acuity (bcva). Patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.25 x -1.00 x 105, left eye pre-op 20/25 -.50 x -.25 x 101. Bcva from (B)(6) 2018: right eye post-op 20/40 , left eye post-op 20/40. Bcva from (B)(6) 2018: right eye post-op 20/20 -.50 x -.50 x 6, left eye post-op 20/20 .25 x -.25 x 11. This report is for the femto laser equipment. A separate report will be submitted for the visx laser equipment.